Event description:
It was reported that during a device change-out procedure, insulation anomaly was noted on the right ventricular (rv) lead. No electrical anomalies were detected. The rv lead was capped on (B)(6) 2026. The patient was in stable condition with no adverse events.